Manufacturer narrative:
Reference : (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The implant was functional and showed minimal signs of damage. 5 other similar events were reported previously involved the same surgeon. These complaints has provided MRI and x-ray images which confirmed that the cause of these events is traced to user error. However, this complaint provided radiographs were inconclusive and therefore the complaint could not be verified. It is likely that the cause of this event could be traced back to use error, however the exact root cause in this case cannot be determined. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision surgery on (B)(6) of 2019, for anchor removal due to pain and anchor migration.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery on (B)(6) 2019, for anchor removal due to pain and anchor migration.